Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient measures values in units of % quick. At 18:05, a sample from the patient was tested on the meter, resulting as 1.4 inr (56 % quick). At 18:21, a sample from the patient was tested on the meter, resulting as 2.2 inr (25 % quick). At 18:23, a sample from the patient was tested on the meter, resulting as 2.1 inr (27 % quick). Each sample was collected from a new finger of the patient. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 18 - 20 % quick. The patient's product was requested for investigation. The patient used the last test strip from the container, so no product could be returned. Relevant retention test strips (lot 176188) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
One coaguchek xs was received for investigation. Meter appeared undamaged and clean on the outside. The returned meter was measured with the retention test strips 176188-10 in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and reference meter marcumar 3: 1.4 inr. Customer meter and retention strips marcumar 3: 1.6 inr. Master lot and reference meter marcumar 4: 2.5 inr. Customer meter and retention strips marcumar 4: 2.5inr. The maximum difference between measurements with the same blood sample was 0.2 inr and 0.0%. Returned customer material and retention material complies with specification.